Manufacturer narrative:
Visual assessment of the passing pin confirmed the reported shedding. The passing pin is bent roughly mid-point of its length. A major area of abrasion is located at the bend. The bending of the passing pin caused it to come in contact with the guide during placement and the drill when over drilling. Dimensional assessment found the device met print specifications. Per the devices IFU under precautions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the insertion of the passing pins in the guide, it was causing fretting resulting in metal debris in the joint. Afterwards it was removed with suction. The procedure was completed with no patient injury or complications reported.